Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown size epic max valve was implanted in the fall of 2023. The transvalvular gradient of following implant was less than 10 mmhg. Several months later, the patient underwent evaluation with a transthoracic echocardiogram (tte) demonstrating an elevated transvalvular gradient. The patient was scheduled for a tee to further assess the valve performance.

Manufacturer narrative:
An event of valve stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic max valve was implanted in the patient. The transvalvular gradient of following implant was less than10 mmhg. On (B)(6) 2024, a follow up transthoracic echocardiogram (tte) was conducted and the gradient was 92/59. The patient was put on coumadin and scheduled for a tee to further assess the valve performance. On (B)(6) 2024, tee showed the gradient was down to peak of 39. The patient was reported stable and recovering.